Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.\ additional information: d4 device information updated h4 device manufacturer date the device was not available. Only the history data was sent for investigation. Investigation results: the device history files were analyzed. The device history files from 2025-01-09 were investigated. A new rate of 280ml/h and a new volume of 280ml was selected. The infusion started at 10:17am. At 11:12am the pre-alarm "vtbi near end" occurred and 3 minutes later the infusion was stopped by the customer. At this time, 273,10ml was infused. No other abnormalities were found. Judgment: the complaint could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Staff nurse started pump with 268 milliliters (mls) of paclitaxel (108 miligram (mg) 0.9% in nacl) at 1015 hours. Expected infusion to be done within 1 hour. At 1115 hours the pump alarmed keep vein open (kvo) but there was leftover medication in the bag. The nurse added 40 milliliters (ml) of paclitaxel to continue the therapy expected to finish in 8 minutes, after 10 minutes pump showed alarm kvo. However, there was 30ml left in the bag. The nurse removed the pump and replaced it with another pump and continued the therapy but after 10 minutes pump alarmed keep vein open (kvo) but there was still 15 milliliters (mls) inside the bag. The nurse continued treatment manually.